Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On (B)(6)2020, 2466 days after essure insertion and 206 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 12542477, b53033) for female sterilisation. The patient had a medical history of adenomyosis, chronic cervicitis, renal disease, diabetes mellitus, fatigue, kidney stone, bipolar ii disorder, staphylococcus aureus infection, vaginal delivery, spontaneous abortion (spontaneous miscarriage 2005), parity 3, multi gravida, pelvic pain and dysmenorrhea. Previously administered products included: acetaminophen, famotidine and gentamicin. The patient had a family history of heart disease, unspecified, mental disorder, malignant neoplasm of colon, lynch syndrome and alzheimer's disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2490 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Discrepancy noted: removal date. As per argus (B)(6) 2020 as per mr: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimen received: uterus, not for prolapse, cervix, bilateral tubes. Operation: robotic assisted total laparoscopic hysterectomy bilateral. Final pathology report: cervix: chronic cervicitis: negative for squamous intraepithelial lesion. Endometrium: benign endometrial polyp, 0.4 cm in maximum dimension; background proliferative phase endometrium with focal stromal breakdown and fresh hemorrhage; negative for hyperplasia and carcinoma. Myometrium: adenomyosis. Fallopian tubes: benign fibrotic fallopian tubes with attached para tubal cysts. [Ultrasound pelvis] on (B)(6) 2020: confirm uterine fundus measures 10.1 x 6.5 x 5.2 cm. Ovaries appeared normal. The uterine fundus appears heterogeneous management option have been presented on (B)(6) 2020 in light of essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. B53033,12542477) for female sterilisation. The patient had a medical history of adenomyosis, chronic cervicitis, renal disease, diabetes mellitus, fatigue, kidney stone, bipolar ii disorder, staphylococcus aureus infection, vaginal delivery, spontaneous abortion (spontaneous miscarriage 2005), parity 3, multi gravida, pelvic pain and dysmenorrhea. Previously administered products included: acetaminophen, famotidine and gentamicin. The patient had a family history of heart disease, unspecified, mental disorder, malignant neoplasm of colon, lynch syndrome and alzheimer's disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2490 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no discrepancy noted : removal date as per argus (B)(6) 2020 as per mr : : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimen received: uterus, not for prolapse, cervix, bilateral tubes. Operation: robotic assisted total laparoscopic hysterectomy bilateral. Final pathology report: cervix: chronic cervicitis: negative for squamous intraepithelial lesion. Endometrium: benign endometrial polyp, 0.4 cm in maximum dimension; background proliferative phase endometrium with focal stromal breakdown and fresh hemorrhage; negative for hyperplasia and carcinoma. Myometrium: adenomyosis. Fallopian tubes: benign fibrotic fallopian tubes with attached para tubal cysts. [Ultrasound pelvis] on (B)(6) 2020: confirm uterine fundus measures 10.1 x 6.5 x 5.2 cm. Ovaries appeared normal. The uterine fundus appears heterogeneous management option have been presented on (B)(6) 2020 in light of essure the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2466 days after essure insertion and 206 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.